Event description:
It was reported that the patient presented in clinic for lead revision. Patient stated to have experienced syncope. Upon interrogation, it was found that the right ventricular (rv) lead exhibited low out-of-range defibrillating impedance with loss of defibrillation therapy. During revision procedure, it was observed that the rv lead had insulation breach and exposed the wires. The rv lead was explanted and replaced. The patient was recovering post procedure.